Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. 20227508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for an unreported indication: depo. Concurrent conditions included diabetes mellitus, asthma, bronchitis, gerd, endometrial thickening, dysuria, uterine bleeding, tobacco abuse and vaginal pain. Concomitant products included ibuprofen and nifedipine. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced alopecia ("hair loss"). In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), libido decreased ("diminished libido"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), the first episode of migraine ("migraines"), headache ("headaches/ headache"), abdominal pain upper ("stomach cramping") and sciatica ("sciatica") and was found to have weight increased ("weight gain"). In september 2010, the patient experienced fatigue ("fatigue"). In (B)(6)2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2013, the patient experienced vaginal infection ("vaginitis") with vaginal discharge and urinary tract infection ("uti"). In (B)(6)2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6)2015, the patient experienced bacterial infection ("bacterial infections"), 4 years 10 months after insertion of essure. On (B)(6)2015, the patient experienced nausea ("nausea"). On (B)(6)2015, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhoea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), the second episode of migraine ("migraine headaches"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with ondansetron (zofran), venlafaxine hydrochloride (effexor) and surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy/removal of essure on (B)(6)2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, the last episode of migraine, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, alopecia, vaginal infection, headache, nausea, weight increased, depression, anxiety, urinary tract infection, sciatica and bacterial infection outcome was unknown and the back pain, vaginal haemorrhage, libido decreased, menorrhagia and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, back pain, bacterial infection, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, libido decreased, menorrhagia, nausea, pelvic pain, sciatica, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6)2010: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, uti (urinary tract infection), vaginal infection and depression." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-apr-2019: pfs received: event lower back pain outcome updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. 20227508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo. Concurrent conditions included diabetes mellitus, asthma, bronchitis, gerd, endometrial thickening, dysuria, uterine bleeding, tobacco abuse and vaginal pain. Concomitant products included ibuprofen, nifedipine (nifedipine ER), omeprazole (prilosec) and paroxetine hydrochloride (paxil). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), libido decreased ("diminished libido"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), the first episode of migraine ("migraines"), headache ("headaches/ headache"), weight increased ("weight gain"), abdominal pain upper ("stomach cramping") and sciatica ("sciatica"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced vaginal infection ("vaginitis") with vaginal discharge and urinary tract infection ("uti"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2015, 4 years 10 months after insertion of essure, the patient experienced bacterial infection ("bacterial infections"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhoea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), the second episode of migraine ("migraine headaches"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with venlafaxine (effexor), ondansetron (zofran) and surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy/removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, the last episode of migraine, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, alopecia, vaginal infection, headache, nausea, weight increased, depression, anxiety, urinary tract infection, sciatica and bacterial infection outcome was unknown, the back pain had not resolved and the vaginal haemorrhage, libido decreased, menorrhagia and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, back pain, bacterial infection, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, libido decreased, menorrhagia, nausea, pelvic pain, sciatica, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, uti (urinary tract infection), vaginal infection and depression." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received. Events added: bacterial infections, sciatica. Treatment drugs and historical drug were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. 20227508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes mellitus, asthma, bronchitis, gerd, endometrial thickening, dysuria, uterine bleeding, tobacco abuse and vaginal pain. Concomitant products included ibuprofen, nifedipine, omeprazole (prilosec) and paroxetine hydrochloride (paxil). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced the first episode of migraine ("migraines"). On (B)(6) 2015, 5 years 2 months after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("painful menstrual cycles"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), the second episode of migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), libido decreased ("diminished libido"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("vaginitis") with vaginal discharge, headache ("headaches"), weight increased ("weight gain"), depression ("depression"), abdominal pain upper ("stomach cramping"), anxiety ("anxiety") and urinary tract infection ("uti"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy/removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, the last episode of migraine, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, alopecia, vaginal infection, headache, nausea, weight increased, depression, anxiety and urinary tract infection outcome was unknown, the back pain had not resolved and the vaginal haemorrhage, libido decreased, menorrhagia and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, libido decreased, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, uti (urinary tract infection), vaginal infection and depression." Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received. This case is medically confirmed. Reporter information was added. This case concerns 35 year old patient. Her demographic was added. Her concurrent conditions were added. Lab data was added. Essure lot number was added. Her concomitant medication was added. Following events: diminished libido, abnormal bleeding (menorrhagia), apareunia, bladder or urinary problems or changes, uti, fatigue, hair loss, vaginitis, migraines, headaches, nausea, vaginal discharge, weight gain, depression, stomach cramping and anxiety. She had not recovered from lower back pain, recovering form migraines and recovered from events: heavy bleeding, stomach cramping and diminished libido . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no: 20227508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes mellitus, asthma, bronchitis, gerd, endometrial thickening, dysuria, uterine bleeding, tobacco abuse and vaginal pain. Concomitant products included ibuprofen, nifedipine (nifedipine ER), omeprazole (prilosec) and paroxetine hydrochloride (paxil). On (B)(6) 2010, the patient had essure inserted. In november 2013, the patient experienced the first episode of migraine ("migraines"). On (B)(6) 2015, 5 years 2 months after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("painful menstrual cycles"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), the second episode of migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), libido decreased ("diminished libido"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("vaginitis") with vaginal discharge, headache ("headaches"), weight increased ("weight gain"), depression ("depression"), abdominal pain upper ("stomach cramping"), anxiety ("anxiety") and urinary tract infection ("uti"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy/removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, the last episode of migraine, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, alopecia, vaginal infection, headache, nausea, weight increased, depression, anxiety and urinary tract infection outcome was unknown, the back pain had not resolved and the vaginal haemorrhage, libido decreased, menorrhagia and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, libido decreased, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, uti (urinary tract infection), vaginal infection and depression." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), migraine ("migraine headaches") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.